Manufacturer narrative:
Not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt's hearing performance was fluctuating. The pt reported that she was able to hear with the implant for 5-10 minutes but suddenly she stopped hearing.